Event description:
A us dist returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resetting. The cause of the resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection which was discovered through the use of a target memory test. The monitor failed to program the flash memory during testing. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.